Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose was 40 mg/dl. The other relevant blood glucose level was 119 mg/dl and 125 mg/dl. Sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used partial sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened or used. . Unable to confirm needle anomaly due to customer did not return needle only the sensor. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.